Event description:
The presep catheter was removed from the patient and there were wires poking through the end of catheter that was inside patient. A chest x-ray (cxr) was done and no abnormalities were noted per physician.